Manufacturer narrative:
The initial reported event of lead malfunction was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products : 7304 ICD, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was replaced due to a "malfunction". The lead was capped and replaced. The lead was later removed. No patient complications have been reported as a result of this event.